Event description:
It was reported the patient¿s had their device for three years and the skin covering the wires will not heal. The reporter stated the patient has had six subsequent surgeries to stop the infection and heal. The reporter further stated the patient¿s healthcare professional wanted to remove the wires and give up. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v427154, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v427154, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).